Manufacturer narrative:
The reported event for high impedances was confirmed. The extension was received complete. Microscopic inspection revealed that the extension had all wires detached from the header electrodes. All channels measured open due to the detached wires. The root cause is consistent with an overstress condition the extension was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-03047. It was reported the patient¿s ipg became inoperable (exact date unknown). To address the issue, the physician explanted and replaced the patient¿s ipg with a new model. During the replacement, diagnostics revealed high impedances with the extension. The physician tested impedances without the extension and found they were normal, and therefore replaced the extension with a new model, which addressed the issue. Postoperatively, effective therapy was restored.